Event description:
It was reported that there was possible lead issues with the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was possible lead issues with the right ventricular (rv) lead. Follow-up later determined that there was high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).